Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the internal battery was observed. The device's internal battery will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.